Event description:
It was reported that foley catheter was inserted and upon inflation the balloon then deflated inside the patient due to balloon burst. For batch no. Ngjx3185 and ngjx1041.

Manufacturer narrative:
The reported event was inconclusive as no sample from this lot was received. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip: (B)(6). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter zip: (B)(4). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted and upon inflation the balloon then deflated inside the patient due to balloon burst. For batch no. Ngjx3185 and ngjx1041.